Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt could feel and see pulsating at the implantable neurostimulator (ins) pocket site. The pt also experienced intermittent shocking sensations in the pelvis and hip area. It was reported that this occurred 4-5 times a day, but the pt had gotten used to it since it had been occurring since implantation. The current impedance levels were normal, and the pt did not want to turn the stimulator off to see if the shocking would stop since he was getting good therapeutic relief. As the impedances were normal, it was decided not to intervene. The pt was doing fine.